Event description:
A customer reported an error with their continuous glucose monitor, referred to as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset, after which the cgm error did not appear again. The customer was able to successfully start their sensor session.